Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during dilatation in the heavily calcified left superior femoral artery, the fox sv balloon ruptured during the first inflation at 14 atmospheres. The device was completely removed from the body without difficulty. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. A definitive root cause cannot be determined in this incident. No product malfunction, failure, deterioration of characteristic, performance of the device, or inadequacy in the labeling and/or instructions for use was identified. A review of the finished device lot history record did not reveal any abnormalities associated with this lot number that could have contributed to the reported event and in-process inspections and testing met manufacturing criteria.